Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2010, due to pain and radiolucency on radiographs.

Event description:
It was reported that patient underwent total hip arthroplasty (B)(6), 2005. Subsequently, the patient was revised on (B)(6), 2010 due to pain and radiolucency on radiographs. During the revision procedure, pseudotumor was identified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.(B)(4).

Manufacturer narrative:
The original procedure took place on (B)(6), 2005. (B)(4).